Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not delivered the insulin pump. The customer¿s blood glucose level was 132 mg/dl. Customer also reported that the infusion set and reservoir was popped off and the part where it was locking there was damaged and it was not locking in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under deliver anomaly due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.